Event description:
Event desc: patient came out of the catheterization lab with ekosonic endovascular system (ekos). Approximately 4 hours later one ekos monitor alarmed. Nurses did troubleshooting making sure lines were not kinked. Call was placed to ekos nurse (rn) on to help with troubleshooting. Ekos was successfully restarted after being down for 15-20 minutes. Troubleshooting revealed the problem to be with the machine and not with the catheter, per rn with ekos. Nurse indicated that nothing was wrong with the catheter and the malfunction was the ekos machine, the ekos machine was placed out of order, biomed was paged for assistance, biomed -ok to test- per risk manager. The device has been removed and taken away and replaced. No harm to the patient.

Manufacturer narrative:
The device was returned for investigation. Review of the recorded log file from the procedure confirmed the radiofrequency board calibration had drifted. The board produced power over the specified limit, therefore the control unit turned off radiofrequency power and alarmed. Ekos would not consider this event MDR reportable. However, an MDR was received from the user on august 8, 2013. Therefore, ekos is filing this MDR within 30 days of receipt of the user MDR.